Event description:
It was reported that coating issue were encountered. The target lesion was located in the distal posterior tibial artery. A 300cm straight tip v-14 control wire was selected for use. However, during procedure, the hydrophilic coating on the v14 wire came off. The whole wire was pulled out from the patient's body and used a non-bsc wire to complete the procedure. No patient complications were reported and the patient's status was fine.